Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system remotely and confirmed that the fluoroscopy failed. The rse found an issue with the cathode side and suggested to replace hv tank. Philips engineer did not receive any feedback from the customer after providing the action plan. Rse assumed that customer successfully resolved the initially reported issue. After which, the reported issue did not reoccur. The codes were updated based on the investigation outcome. Evaluation method and evaluation method codes were corrected.

Event description:
It has been reported to philips that the allura xper fd20 or table system was having problems with x-ray generation. Philips has started an investigation of the complaint.